Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. It was reported by eli lilly and company and accompanying medwatch report that the patient experienced inaccurate cgm values. The medwatch report (us202404001655) noted an unspecified adverse event as a result of the inaccuracy. The patient bg was reportedly over 500 mg/dl while the patient reported low blood sugar readings from his continuous glucose monitoring device. There was no information about the patient's physical symptoms at the time of the event or treatment for hyperglycemia. It was not reported whether the patient received treatment at a higher level of care. The patient's condition at the time of the report was not documented. Attempts to contact the reporter for more details about the event were not successful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Medwatch report ((B)(4)). Diabetes mellitus is a known cause of hyperglycemia.